Event description:
The consumer was using a rollator that was not prescribed for him. The rollator belonged to another family member. The consumer was walking at an outdoor auction on hard packed gravel when he went to move, the wheels on the rollator allegedly gave out, causing him to fall to the ground. No serious injury is alleged.